Manufacturer narrative:
(B)(4). Medical product-m2a-magnum mod hd sz 52mm catalog# 157452 lot# 884940, m2a-magnum pf cup 58od/52id catalog# us157858 lot# 336700; mlry-hd lat por fmrl 15x180mm catalog 11-104215 lot 355520139268. No device was returned, therefore, no visual or dimensional inspections were conducted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00515, 0001825034-2017-06514, 0001825034-2017-06515.

Event description:
Legal counsel for patient reported patient was revised approximately 7 years post-implantation allegedly due to unspecified allegations. Revision operative report indicated the condition of the joint during the procedure was unremarkable. The femoral head and acetabular components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The revision surgery is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.